Event description:
It was reported by the affiliate that during a cholecystectomy procedure, the clips did not close correctly. Another device was used to complete the procedure. There were no adverse consequences for the pt. The device was discarded.

Manufacturer narrative:
(B) (4): info is unavailable; device was not returned for eval. Device not returned. Eval summary: as a lot number was not received, a device history review could not be performed.